Manufacturer narrative:
Case reference number (B)(4) is a serious spontaneous report initially received from a burn therapy specialist via customer care on 20-may-2021 which concerns a *(B)(6) years old female patient* who experienced *myocardial infarction (mi) and multi organ failure.* medical history and concomitant medications were not provided. On (B)(6) 2021, 144 grafts of epicel (cultured epidermal autografts, lot number: ee02761, expiration date: 04-may-2021) were used on the patient for thermal burns. On (B)(6) 2021, the patient expired. The cause of death was *myocardial infarction (mi) and multi organ failure. No autopsy was performed.* the reporter's causality assessment was *provided as not related to epicel.* no further information was provided. All follow-up information is included in the case narrative above, with the latest information presented between asterisks (*). Follow up information received from a burn therapy specialist on 01-jun-2021: the patient's initials, gender, dob and years were provided. Autopsy information updated. Cause of death provided. Causality assessment updated to not related. Case comment: myocardial infarction is unexpected and multiple organ dysfunction syndrome is expected according to the epicel dfu. Reportedly, 15 days after grafting with epicel the patient experienced myocardial infarction and multi organ failure, and died. The patient was grafted with 144 grafts of epicel for thermal burns, so it could be assumed that burns were extensive which is the major confounder for the events. No information regarding relevant medical history, concomitant medications or clinical course was provided. Having in mind underlying extensive burns and the fact that there was no evidence to suggest that epicel caused the events, causality is in line with reporter's and assessed as not related to epicel. The case is serious due to fatal outcome. The case did not qualify as an MDR. However, due to serious unexpected event myocardial infarction, the report qualified as a 15-day report.

Event description:
Myocardial infarction (mi) [myocardial infarction]; multi organ failure [multi organ failure].